Event description:
Pt reported the infusion device does not deliver the correct amount of insulin, and this resulted in elevated blood glucose of 12 mmol/l (216 mg/dl). Pt switched to the backup infusion device and blood glucose lowered to 5-6 mmol/l (90-108 mg/dl). The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.